Manufacturer narrative:
Electrode belt sn (B)(4) and sn (B)(4) were returned to the distributor and evaluated, in accordance with recommendations from zoll manufacturing corporation. The reported problem (gel leak) was confirmed. Upon investigation, the electrode belts passed incoming functionality testing and were fully capable of detecting and treating an arrhythmia. The evaluation confirmed that gel was leaking from the belt therapy electrodes. The gel did not affect the essential performance of the device. The root cause for the gel leak was likely physical abuse to the electrode belts. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blistering rash underneath the therapy electrode (te) pads. The patient reported an allergic reaction to the gel leaking from the patient's electrode belt. The patient's belt was replaced. The patient consulted his physician who recommended using a cream to treat the irritation. Follow-up indicated that the rash was still present and that the second belt was also leaking and irritating the patient's skin. The patient's belt was replaced and follow-up indicated that the rash had improved.